Manufacturer narrative:
The thermogard system was evaluated at the customer facility. The reported complaint of the thermogard ivtm system (serial #(B)(4)) showed "glycol empty" when powered on and was loosing glycol was confirmed during functional testing and visual inspection. The root cause found was due to loose coupling and connector on the drain pipe, likely attributed to normal wear and tear. The thermogard ivtm system was manufactured in september 2008 and is 12 years old, well past beyond its service life of 5 years. The loose coupling and connector were tighten to remedy the reported leak issue. There was no physical damage observed but thermogard console reservoir was half empty and observed glycol in the drip pan, thus confirming the reported complaint. The console passed the functional testing, even-though the console looses glycol slowly over time. There was no discrepancies observed during event log data review. After service completion, the thermogard ivtm system was tested and passed all functional tests. Historical complaints were reviewed for service information related to the reported complaint and there were no similar complaints reported for thermogard xp ivtm system with serial number (B)(4).

Event description:
During shift check, hospital staff of the intensive care unit (ICU) noticed the thermogard ivtm system (serial #(B)(4)) showed "glycol empty" when powered on. System was loosing glycol, user observed glycol in the drip pan and on the floor. No patient involvement.